Manufacturer narrative:
###A supplemental report is being submitted for investigation completion. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. No performance allegations were made against the pump and the controller; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Review of the motor start report associated with (B)(6) revealed motor start events recorded on (B)(6) 2021 at 08:09:22, 08:34:21, 08:38:22, 09:06:53, 09:08:40, 09:10:34, 09:15:52, 09:27:51, 09:32:36, 09:33:24, 09:57:25, 09:59:34, and on (B)(6) 2021 at 12:26:03 and 12:39:44. As a result, the finding was confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 694765 lead, implanted (B)(6) 2008. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Retrospective data file review conducted on 17-jan-2024 revealed multiple motor start events with parameters outside of the typical range. This ventricular assist device (vad) is not in a subgroup population for delay or failure to restart. The clinician was notified of the motor start history and the vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for an update to d4 and a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. No performance allegations were made against the vad; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 08:09:22, 08:34:21, 08:38:22, 09:06:53, 09:08:40, 09:10:34, 09:15:52, 09:27:51, 09:32:36, 09:33:24, 09:57:25, 09:59:34, and on (B)(6) 2021 at 12:26:03 and 12:39:44, in which the motor start parameters were atypical. Additionally, two (2) low flow alarms were logged on (B)(6) 2024 at 04:43:50 and (B)(6) 2024 at 05:02:09. The observed low flow alarms are additional findings, not related to the reported events. Log file analysis associated with (B)(6) revealed one (1) controller power up event without an associated motor start event was logged on (B)(6) 2024 at 10:21:27, and an additional controller power up event with an associated motor start event that was logged on (B)(6) 2024 at 11:36:20, followed by one (1) vad disconnect alarm logged at 11:36:26, indicating that the controller was powered on without the driveline connected. Review of the event log file revealed that, prior to the controller power up events, the controller last had power on (B)(6) 2023, indicating that the controller power up events likely occurred during a controller exchange. As a result, the finding was confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup, and to the use of the controller with a motor fixture. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outfl ow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the controller power up events can be attributed to a controller exchange. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to the controller being powered on without the driveline connected, likely in preparation for the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.